Event description:
This device was replaced as it was found to be eol/eos after three years and one month of implantation. It was noted that the patient did not have his device checked after the implant and there was high ventricular threshold.

Event description:
This device was replaced as it was found to be eol/eos after three years and one month of implantation. It was noted that the patient did not have his device checked after the implant and there was high ventricular threshold.